Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for radicular pain syndrome (radiculopathies) reported 2.5 months ago they turned stimulation on and it ¿got really intense¿ on its¿ own. According to the consumer it was to the point that he was in a lot of pain and couldn¿t get stimulation to turn down, but finally their wife got stimulation turned off. The following morning the consumer turned stimulation on and it worked fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.